Event description:
Olympus was informed that during an endoscopic ultrasonic guided fine needle aspiration procedure, the users were experiencing difficulty visualizing the needle properly. There was no pt harm reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding this report. The user facility reported they were unable to properly observe the needle, and the intended procedure was not completed as a result. No further detailed info provided. The device referenced in this report was returned to olympus for eval. The eval confirmed the user¿s report. The eval found the probe unit cracked and misaligned which resulted in the ultrasound image difficulties. The endoscope was leaking between the probe unit and the control body, and the glue on both sides of the bending section cover were discolored. The device is currently awaiting instructions from the user facility as to how the users wish to proceed with servicing of the endoscope. This report is being submitted as a medical device report in an abundance of caution.